Manufacturer narrative:
The reported event was inconclusive because the device was not returned. A potential root cause for this failure could be "inadequate material selection - materials of construction are not biocompatible". It is unknown whether the device met relevant specifications. The product was used for treatment purposes. It was unknown whether the product caused the reported failure. The device history record review could not be performed without a lot number. Therefore, no additional action is required at this time. The instructions for use were found adequate and state the following: "warnings: ¿ discontinue use if an allergic reaction occurs. Precautions: ¿ always assess skin for compromise and perform perineal care prior to placement of a new purewicktm female external catheter. Recommendations: ¿ assess device placement and patient¿s skin at least every 2 hours. ¿ replace the purewicktm female external catheter every 8-12 hours or when soiled with feces or blood". H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient experienced urinary tract infection (uti) and believed that purewick female external catheter was the cause for it. It was noted that the patient had been using the purewick products for less than 90 days. It was unknown what medical intervention was provided for urinary tract infection. Per follow up via phone on (B)(6) 2022, customer stated that they had discontinued use of purewick because the patient believed that it caused the patient to contract urinary tract infection. Customer stated that the patient was prescribed cephalexin for the urinary tract infection and was fine then.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be "inadequate material selection - materials of construction are not biocompatible". The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "warnings: discontinue use if an allergic reaction occurs. Precautions: always assess skin for compromise and perform perineal care prior to placement of a new purewicktm female external catheter. Recommendations: assess device placement and patient¿s skin at least every 2 hours. Replace the purewicktm female external catheter every 8-12 hours or when soiled with feces or blood.¿ h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that patient experienced urinary tract infection (uti) and believed that purewick female external catheter was the cause for it. It was noted that the patient had been using the purewick products for less than 90 days. It was unknown what medical intervention was provided for urinary tract infection.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient experienced a urinary tract infection. The patient believed that the urinary tract infection was caused by the purewick female external catheter. The patient had been using the purewick products for less than 90 days. It was unknown what medical intervention was provided for urinary tract infection.